Manufacturer narrative:
H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one tri-funnel replacement gastrostomy tube 14f cat#000714 was returned for evaluation. Gross, microscopic visual evaluation and function testing were performed. The investigation is confirmed for the reported inflation problem and the identified pinhole rupture as a pinhole rupture was noted from the distal end of the device. The pinhole rupture was relatively small in size and water was noted leaking from the balloon. The balloon was inflated with approximately 5ml of water with an in-house syringe. A leak at the pinhole was noted immediately and the balloon failed to inflate. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during feeding device implant, the balloon allegedly inflated asymmetrically. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2023).

Event description:
It was reported that post feeding device implant, the balloon allegedly inflated asymmetrically. There was no reported patient injury.